Manufacturer narrative:
Conclusion: it is unknown if the patient had been performing ccpd therapy or attached to the liberty cycler prior to urgent ER visit , subsequent diagnosed non-st segment elevation myocardial infarction (nstemi) and emergency hospital admission. Therefore temporal or causal association cannot be determined. During the hospitalization a likely temporal association between patient. Experiencing ventricular fibrillation, subsequent cardiac/respiratory arrest and undergoing pd therapy on the cycler exists as noted in the received medical records. Additionally, there is a possible causal relationship between the patient being placed on continuous cardiac monitoring in a telemetry unit during active pd therapy on the cycler and nurse/medical staff not being aware the patient went into ventricular fibrillation for approximately 6 minutes before code green (medical emergency) was called and acls was initiated resulting in the patient¿s ultimate expiration. The course of hospitalization is fragmented with multifactorial complexities as well as unknown gaps/portions of the course of this patient¿s hospitalization. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and medical records, and completed end stage renal disease (esrd) death notification form in the complaint file were reviewed by a post market surveillance clinician. A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cycler-assisted peritoneal dialysis (ccpd) therapy for unknown period of time was experiencing an myocardial infarction (mi) urgently transferred to emergency room with admitting diagnosis of non-st segment elevation myocardial infarction (nstemi) evolution on (B)(6) 2017 and subsequently admitted. The patient¿s principal diagnosis were acute non st pulseless mi, hypotension and pulmonary edema, and was placed on heparin infusion, intubation, and the patient underwent a left heart cardiac catheterization with angioplasty and cardiac stent placement. Consults to nephrology, cardiology, primary care physician were initiated to medically evaluate, manage and treat this patient during acutely critical hospitalization. The patient, at some point, during the hospitalization received 6 units of packed red blood cells. The patient was in a telemetry unit until (B)(6) 2017 when a code green was called by the charge nurse. The patient was found unresponsive without spontaneous respiration with no palpable pulses, without intravenous access obtained. The first attempt at intubation with (mac) #7 was not successful, and the patient was intubated successfully with (mac#4) tube, endotracheal tube(et) tube position verified by capnometer and chest auscultation with a total of epinephrine 1 mgm IV push x 6 does total, cordarone 300 mgm IV push x1, lidocaine 2 gram IV push x 2, bicarbonate 50 mg IV push x 2 , cordarone 150 mg IV x1 and magnesium sulfate 2 grams IV were administered during code . Additionally 8 un-synchronized defibrillations @ 200 joules (j) were performed during active advanced cardiovascular life support (acls) on this patient. After 40 minutes of acls, the patient continued without palpable pulses, on cardiac monitor with cardiac rhythm showing asystole with no corneal /pupillary reflexes present. The patient was without spontaneous respirations with code ending and patient was pronounced dead at 10:15 pm on (B)(6) 2017.